Event description:
Caller wasn't feeling well. Called emt's. Presto meter gave reading of 115, emt's meter read 55. She was transported to hospital, treated and released.

Manufacturer narrative:
Manufacturer received device for evaluation. Device tested within specifications.